Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Info learned form implant patient registry.

Manufacturer narrative:
Device not returned.